Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative laparoscopic sleeve gastrectomy, the surgeon had to bring the patient back two days later for diagnostic laparoscopy and discovered a bleeder at the hilum of spleen due to an inadequate seal. There was an end tone heard and energy delivery, however there was no re grasp alarm. This led to an extended patient hospitalization for two days but so far one day. Bleeding is now under control.